Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Date of explant unknown.

Event description:
It was reported the patient experienced an infection at an unknown date. As a result, surgical intervention occurred wherein the system was explanted to address. Date of surgery is unknown.